Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject home monitor.

Event description:
Reportedly, when the patient initiates a transmission, the pit button no longer reacts and induces extinction of the led status.

Event description:
Reportedly, when the patient initiates a transmission, the pit button no longer reacts and induces extinction of the led status.

Event description:
Reportedly, when the patient initiates a transmission, the pit button no longer reacts and induces extinction of the led status.